Manufacturer narrative:
The universal surgical manipulator (usm) was then installed onto a test platform where sensors check was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight was aba tested and was verified to be the source of the fault. The probable root cause of the unexpected motion is an issue with the yaw searchlight within the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a vinci-assisted surgical hysterectomy benign procedure, the customer informed the technical support engineer (tse) that the universal surgical manipulator (usm) 2 yaw axis rotated automatically after the clutch was pressed. The tse asked the customer how about other arms and any error prompt. The customer stated only usm #2 had issue without error. The procedure was complete as planned. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a test platform where all relevant testing was passed within specification. Once testing was completed, the yaw motor module was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the yaw motor module is consistent with the reported event and is the potential root cause for this issue.